Event description:
Information was received indicating that a smiths medical cadd legacy pump turned off and the patient received "zero meds". No patient consequences were reported, and no adverse effects were reported.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis with no damaged observed. The customer's reported problem regarding "power up/down problem" was unable to be duplicated although the event log indicates customer may have had a power event. Simulated use was able to power up and test the pump when using batteries. The event log indicates that several power down events occurred near the end of the log. Sensor testing found the alarm sensors functional, within specification at this time. Pump was opened and inspected. Inspection found the power wire loose inside the 12 pin power connector on the rear housing of the pump. It's recommended to replace the power connector to address an intermittent power down issue with the pump.